Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead was attempted and not used due to the physician's decision the implant a single chamber device instead of a dual. An additional lead was attempted and there were difficulties extending the helix. That lead was not used. No patient complications have been reported as a result of this event.